Event description:
Auto suture multifire endo gia 30 used to staple renal vein during a laparoscopic nephrectomy. Staple line was made, but vein was not cut. Upon examining endo gia, it was noted there was no knife.